Event description:
The customer contact reported the device powered off by itself. The device was returned from home care use with an unsigned note stating: "when the pt had it at home it lost power". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available, including if the device alarmed prior to power loss. The customer contact reported it was unk if the power loss occurred during a delivery or prior to pt use. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. After an unspecified length of time, therapy was resumed using a replacement device. During testing at the user facility, the device would not power on using ac and dc power. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not pass the power test by a power loss when the ac power cord was unplugged. The device alarmed with a chirping tone prior to powering off. The probable cause of the power loss was due to a missing battery contact plate on the middle printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.